Event description:
As reported by the clinical specialist, during a transaortic valve implant (tavi) procedure a 23mm sapien valve was positioned 50:50 within the annulus and was deployed under rapid ventricular pacing (rvp). Upon inflation of the delivery system, the balloon came in contact with the ventricular septal bulge, pushing the valve aortic and into the sinus during deployment of the valve. The patient became hypotensive and developed st elevation in the inferior leads. Post deployment of the valve an aortogram showed severe aortic insufficiency. On echo, the valve was unstable and moving slightly within the sinus. It was unclear if the EKG changes were a result of the hypotension and aortic insufficiency or due to occlusion of the right coronary artery (rca). The physician decided to implant a second valve and while the second valve was being prepped, the patient developed ventricular tachycardia and was defibrillated. The second valve was deployed 50:50 within the annulus. Although this time the balloon was inflated slowly, during the slow inflation, the valve began to push aortic again and the physician adjusted the position of the valve while inflating. Following deployment of the valve, echo showed mild residual paravalvular leak and zero central aortic insufficiency. The patient's blood pressure stabilized and the EKG changes improved. A diagnostic coronary guiding catheter was used to inject the left and right coronaries; both were patent with good blood flow. During the post implant tee, the cardiologist noticed a mobile atheroma in the descending aorta that was not present in the pre-procedural tee. There was no injury to the patient due to the atheroma and no additional treatment was required. Additional information received during investigation of this event indicates there was severe aortic stenosis and calcification. The patient¿s septal bulge was very large and ejection fraction was 66%. The image intensifier angle and coaxial alignment of the delivery system/valve was good. The balloon inflation was held during deployment = 3 sec and there was no loss of pacing capture during deployment.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Investigation of this event is ongoing.

Manufacturer narrative:
Imaging for this case was requested, however, to date, has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the edwards sapien/rf3 training manual, valve malposition, aortic insufficiency, arrhythmias and hypotension, are known potential complications associated with the transaortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets which can cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Ventricular tachycardia (vt) is typically a complication associated with poor ventricular function, inadequate coronary perfusion, annular rupture/ aortic dissection, or electrolyte deficiencies (e.g., hypokalemia, hypocalcaemia, hypomagnesaemia). In this case, the exact cause for the vt cannot be confirmed, however there was no report of annular rupture/ aortic dissection. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. While the exact cause for the hypotension in this case cannot be confirmed, it was likely related to the central aortic insufficiency. In this case, although imaging was not available for evaluation, the initial reporter indicated the image intensifier angle and coaxial alignment of the delivery system/valve was good. The balloon inflation was held during for 3 seconds, and there was no loss of pacing capture during deployment. However, there was severe aortic stenosis and calcification, severe septal hypertrophy, and the patient's ejection fraction was preserved (66%). A combination of patient and procedural factors appear to have caused or contributed to these events. There is no allegation of device malfunction, and imaging is not available for review. Additionally, no deficiencies in the IFU and training manuals are noted in relation to this event. No additional actions are required at this time.